Event description:
Same case as: 2134265-2015-01387. Reportable based on analysis of the related complaint completed on (B)(4) 2015. It was reported that a burr was stuck in the lesion. After a successful ablation with a 1.25mm rotalink¿ burr, the physician then switched to a 1.75mm rotalink¿ burr. However, it was observed that the burr became stuck in the lesion. The physician advanced a second unspecified wire and wedged an unspecified balloon between the calcium and the burr. This was successful to free the burr from the lesion and the burr was successfully removed from the artery. The patient's condition was fine. However, device analysis of the related burr revealed a fractured wire.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device has the wire kinked in the middle of the device, and the device has the distal tip unraveled. The overall dimensional length could not be measured due to the device condition of unraveled distal tip. The outer dimension of the distal tip, middle of the device and the proximal section was within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same cas as: 2134265-2015-01387. Reportable based on analysis of the related complaint completed on 15apr2015. It was reported that a burr was stuck in the lesion. After a successful ablation with a 1.25mm rotalink¿ burr, the physician then switched to a 1.75mm rotalink¿ burr. However, it was observed that the burr became stuck in the lesion. The physician advanced a second unspecified wire and wedged an unspecified balloon between the calcium and the burr. This was successful to free the burr from the lesion and the burr was successfully removed from the artery. The patient's condition was fine. However, device analysis of the related burr revealed a fractured wire.

Manufacturer narrative:
(B)(4).